Event description:
It was initially reported on (B)(4) 2013, the patient had a suspected overdischarge. The patient reportedly got stimulation a couple of years ago, used it on and off, and quit using it ¿a while ago.¿ it was reported the patient had not charged the device or felt stimulation for several months, but was not sure how long it had been. It was reported the recharger had been plugged in for 2-3 years, and when the patient tried charging the last couple days he got a poor communication message on the recharger. It was reported the patient programmer (pp) also showed a poor communication message when the patient tried to communicate with the implantable neurostimulator (ins). The batteries were changed on the pp. It was reported the patient ¿gave up on it¿ because his pain was beyond control. It was also reported that the patient didn¿t understand the system well. The patient was reportedly seeing his family physician, and did not have a pain management health care provider. The patient reported on (B)(6) 2013 that the charger probably does not work and they still have concerns. An appointment with a company representative will be scheduled in the near future. The patient did get a list of neuro surgeons in their part of the country. Additional information received reported the overdischarge was confirmed. The cause was noted to be the patient just did not charge his system. One physician mode recharge (pmr) was activated but the patient did not want to continue the ¿recess¿ necessary to try to restore the charge. The patient was still overdischarged.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).